Manufacturer narrative:
Patient identifier: multiple = sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false positive architect total b-hcg results on one patient. The results provided were: on (B)(6) 2020; sid (B)(6) generated initial result of 262 miu/ml (positive) (customer reference range normal <100 miu/ml); a new sample was drawn sid (B)(6), and generated result of 1.20 miu/ml (negative), repeated 1.82 miu/ml (negative). The patient stated that her last menstruation was on (B)(6) 2020. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labelling review, device history record review, field data review and inhouse testing of retained kits with the complaint lot number. Return testing was not completed as returns were not available. Review of tracking and trending reports did not identify any related trends for the issue for the product. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. Labeling was reviewed and found to adequately address the issue under review. An in-house testing protocol was completed for the complaint lot. All validity and acceptance criteria were met during completion of the protocol, demonstrating that the lot is performing acceptably. The overall performance of architect total b-hcg reagents was reviewed using worldwide field data and suggested that the performance of the lot is acceptable. Based on the investigation, no systemic issue or deficiency of the architect total b-hcg reagent lot was identified.